Manufacturer narrative:
Concomitant medical products: 511211 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) transmitted a remote transmission showing a lead integrity alert (lia) due to oversensing with high rate non-sustained (hr-ns) and sensing integrity counter (sic) episodes. The oversensing was due to electromagnetic interference (emi) from use of a transcutaneous electrical nerve stimulation (tens) by the patient. The device remains in use. No patient complications have been reported as a result of this event.